Manufacturer narrative:
Correction: the user who was explanted and initially reported actually corresponds to another user. This situation was due to a data mix-up from the sales partner in colombia, disortho. The corresponding event was reported under ref. Number: (B)(4).

Event description:
The recipient underwent an emergency procedure during which the implant was explanted due to a severe infection. The patient was not re-implanted.

Event description:
The recipient underwent an emergency procedure during which the implant was explanted due to a severe infection. The patient was not re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.